Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 300 units and remained static at 105 units. Blood glucose level was 187 mg/dl. Reportedly, the cartridge was reloaded to resolve the issue.